Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of pain at the implant site. They said the patient said something was poking them. Caller said the healthcare provider moved the ins and told them there was something sharp on the battery pack. They said there was still some discomfort where the ins was originally implanted. It was noted the ins had been moved in (B)(6) 2021.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.